Event description:
The customer contacted stryker to report their device stopped reading a patient's rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. There was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation found the pins on the therapy cable had some wear/corrosion. The device worked as expected with a new therapy cable. Stryker replaced the device's therapy cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.